Event description:
I had the procedure done in (B)(6) 2012 and had the dye test done in (B)(6) 2012 and it was confirmed that devices were in place and my tubes were blocked. I have been having severe pelvic pain ever since. I had an ultrasound done on (B)(6) 2013 to see what could be causing the pain. The doctor wrote me the following day stating the coil is not in my tube any longer but in my uterus. Also, since the essure procedure, I have developed quite a few cysts on my ovaries. This has all taken place within a years time. I still have to go find out if the coil in my uterus had caused any further damage. Now I have to worry about getting pregnant now that I have tube open.